Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 12 p.m., (noon) on (B)(6) 2018. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and she denied making any changes to her usual diabetes management regimen in response to not being able to test her blood glucose with the subject device. The patient reported that immediately after the alleged issue occurred, she developed the symptom of feeling ¿shaky¿ and that she self-treated her symptoms with food and/or drink. The patient was unable and/or unwilling to confirm if she tested her blood glucose on another device. At the time of troubleshooting, the csr established that the device was being used for the first time. The csr educated the patient on the correct testing procedure and walked the patient through a retest; the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.